Event description:
The customer reported a contained leak on the unicel dxh 800 coulter cellular analysis system. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of eye protection, gloves, and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found a leak from the probe wash collar during the probe wash cycle. The fse replaced the probe and aligned the probe wash collar which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).